Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of acetabular components of a hip-tep. A pinnacle cup was changed to a bi-mentum cup.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6a, d6b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Ref and plumb bob of all components used during (initial) implantation. Cover screw, for duraloc/pinnacle cups, apex hole closure ref 124603000 lot d23080763. Acetabular cup, d48mm, sector, pinnacle ref 121722048 lot m25p05. Screw, d6.5mm, l30mm, low profile, pinnacle ref 121730500 lot d22031894. Screw, d6.5mm, l25mm, low profile, pinnacle ref 121725500 lot d22020889. Screw, d6.5mm, l20mm, low profile, pinnacle ref 121720500 lot d21041571. Hip inlay, ad48mm, id32mm, +4 marathon, spirofit, pinnacle ref 121932448 lot m3446w. Hip stem, size 10, 140mm, std, corail amt ref 3l92510 lot 5528587. Femoral head, ad32mm, neck length + 1mm, taper 12/14, biolox delta, ceramax ref 136532310 lot 4232781. B. Reason for the revision: recurrent h-tep dislocation on the right. First revision on (B)(6) 2024 with change to a dysplasia inlay and a merete ceramic head 32 mm with head cone adapter 2 xl 7.5 degrees. C. Did a surgery time extension occur during the revision? If yes, how long? There was no extension of the surgery time. D. Side affected? Right side.